Event description:
Boston scientific crm received information that the daily measurement (dm) table for this device and left ventricular (lv) lead system recorded an lv pacing impedance measurement of greater than 2000 ohms in (B)(6) 2010. Currently, the system exhibited loss of capture in multiple configurations. When the pacing configuration was reprogrammed lv (tip) to right ventricular (rv) coil, the lv pacing thresholds and pacing impedance measurements were 0.8 volts and 480 ohms respectively. Technical services discussed the possibility of an outer lv conductor issue. The physician elected to permanently reprogram the device to lv(tip) to rv (coil) and will continue monitoring the lv impedance measurements.

Manufacturer narrative:
The available information suggests that the device and lead system remains in-service.

Event description:
Subsequently, boston scientific received information that this local representative contacted technical services in (B)(4) 2011 to report an lv pacing impedance of greater than 2000 ohms. The local representative commented that sensing was adequate at 5.3 mv, however, there was no capture. The local representative was planning to check all vector configurations and will follow-up with technical services.

Manufacturer narrative:
The investigation of this event is on-going as a request was made to the local representative for additional information.

Manufacturer narrative:
Subsequently, boston scientific received information from the local representative that all lv vector configurations were checked. The pacing impedance measurements remained high in all configurations. The physician elected to have the lv programmed off and the patient will be scheduled for follow-up in one month.

Manufacturer narrative:
(B)(4). Upon return, the device was successfully interrogated by boston scientific's quality assurance laboratory and was found with a battery status of elective replacement indicator (eri) at 2.58 volts. Engineering calculations determined that this device did pass expected longevity. Visual inspection did not identify any anomalies. The device was put through and passed manual testing which assessed the device's pacing, sensing and shocking functionality. Recorded pacing and shock impedance measurements were all within normal limits. The (B)(6) 2010 product experience could not be confirmed as the device operated normally throughout laboratory testing.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory in mid-(B)(6) 2015. This chronic device was electively explanted and replaced due to normal battery depletion.